Event description:
It was reported that the lead was explanted and replaced due to high, out of range, high voltage lead impedance. Patient was asymptomatic prior to lead revision. There were no complications during the procedure and the patient condition after the procedure was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.